Event description:
A malfunction alarm was reported, identified as alarm 20, on a pump that was in warranty. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer switched to using multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Technical support arranged to replace the pump and confirmed the shipping address, instructing the customer on how to prepare the pump for return.